Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission prior to a scheduled clinic visit. Transmission revealed the patient pacemaker was in backup mode. The device was re-programmed back to normal function. The patient was reported to be in stable condition throughout the event.